Manufacturer narrative:
Correction to initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: product analysis found there to be evidence of moisture behind the display which was due to a crack between the case seal and display lens cover. There was also moisture on the keypad flex connector. A battery compartment crack was found at the case seal below the bumper. These cracks caused the pump to fail the leak test. The up arrow, down arrow, and ok buttons were unresponsive confirming the original complaint.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the ok button was under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.